Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding an implantable lead. It was reported that the hcp attempted to implant the lead and was unable to get it to guide past t10. The lead was removed and it was discovered that the guide wire appeared to be sticking out of the end of the lead. A new lead was opened. The issue was resolved with a new lead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial# (B)(4)) found that the epoxy dot was missing at the distal end of the lead and it appeared that the stylet pushed out the epoxy dot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: neu_stylet_acc, serial# unknown, product type: accessory. All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.